Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no objective evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited difficulties with telemetry leading to the inability to induce the patient. Telemetry was successful after troubleshooting. No adverse patient effects were reported.